Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was returned. During the analysis, it was revealed that no anomalies were observed with the balloon section but the catheter shaft of the inflation port appeared to have a hole and the inner shaft under the hub appeared to be perforated. During the functional test, it was found that the balloon failed to inflate and catheter shaft was leaking due to anomalies on the shaft. It is likely that the found catheter shaft leak was interpreted by the user as a balloon leak. Based on the examination of the damage inside the inflation lumen (balloon port), it appears that the guidewire was inserted into the balloon port (instead of the guidewire lumen), leading to the leak. So based on the information currently available the most probable cause for the anomalies on the catheter shaft was handling damage during the clinical procedure. This current report represents the initial and final report for this event. The original initial report number ¿0002134265-2017-00003¿ for this event should be deleted from the emdr system. The information contained within this report represents information contained in the original report number listed above and any supplemental information gathered that was not previously provided to FDA. The information in this current report was not provided as a supplemental report to the original report number listed above because the original initial MDR report number may now considered a duplicate report number by FDA¿s emdr system.

Event description:
It was reported that during the treatment of the stenosis of the middle cerebral artery, balloon catheter was placed in the lesion and was predialted. During the removal of balloon catheter resistance was felt and several attempts were made to take out the balloon. After taking out the balloon catheter from the patient, balloon was found leaked. No clinical consequence to the patient was reported.